Event description:
It was reported that during a ptca treatment procedure a vessel dissection occurred. The physician attempted to stent the left anterior descending (lad) artery and experienced guide catheter difficulties. The 6f runway catheter "lunged forward" and a dissection of the left main coronary artery occurred. The physician used another 6f runway guiding catheter and repaired the dissection. The pt status was reported as "fine." Additional information regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8417637 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.